Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture (loc) for a pacemaker dependent patient. The patient complained of dizziness and lightheadedness. Upon presentation the patient was bradycardic. A review of the stored electrograms found two episodes of ventricular tachycardia (vt) with evidence of oversensing. The device outputs were modified which resolved the issue however the physician suspected an intermittent right ventricular (rv) lead issue and elected to surgically intervene. The device was explanted and the rv lead was capped.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
.